Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device will not attach to motor could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed cutter insert and was running above temperature specification. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted thus the device was not able to function. It was further determined that if a cutter was able to be inserted with this type of damage and the device was run, it would create heat, vibration, and/or noise from the damaged bearings. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile cleaning, it was observed that the attachment device would not attach to the motor device. It was reported that other attachment devices could be attached to the motor device. During in-house engineering evaluation it was observed that the device was running above temperature specification and failed cutter insertion. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.